Event description:
It was reported that noise and either loss of capture or oversensing on a and v channels were observed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.